Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same days as onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin (1 gm, "72 hourly", route and duration not reported ) injection of ceftazidime (1 gram twice a day, route and duration not reported), injection of fluconazole (200mg, once a day, route and duration not reported) and tablet of ciprolex tz (dose, frequency and duration not reported) for peritonitis. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.